Manufacturer narrative:
.

Event description:
It was reported that prior to percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage was noted. Following removal of the liberte' monorail coronary stent delivery system from the packaging, stent damage was noted. The device had no contact with the patient.